Manufacturer narrative:
Occupation: non-healthcare professional (attorney) (B)(4). Investigation the investigation has been assessed based upon information provided. The following allegations have been investigated: pulmonary embolism, vena cava perforation, tilt, deep vein thrombosis, abutting of the duodenum, limited physical activity, and "emotional suffering." New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported deep vein thrombosis (dvt), abutting of the duodenum, limited physical activity, and "emotional suffering" are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot is unknown, however, the device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges tilt, vena cava perforation and post implant dvtx2 and pe x4. It has been noted and further alleges, [patient] refers to his medical records, which more completely detail his physical injuries stemming from the cook ivc filter. [Patient] injuries include, but are not limited to physical and emotional suffering. Specifically, [patient's] ivc filter is tilted postero-lateral and the hook contacts the ivc wall. Multiple struts of plaintiff's ivc filter perforated the vena cava up to 5mm and the primary strut is abutting [patient's] duodenum. Further, as a result of [patient's] receipt of the cook ivc filter and the complications caused by the filter implant. [Patient] has experienced emotional distress from not knowing whether his defective cook ivc filter will cause additional injury." Patient additionally notes, limited physical activity (walking, working, camping; spending time with family)." Per implantation report, dated (B)(6) 2012, "impression: uneventful ivc filter placement." Per CT abdomen, dated (B)(6) 2016, "ivc filter projects at the level of l2- l3. No evidence of significant clot burden at the ivc filter or for ivc thrombosis." Per radiology report, dated (B)(6) 2017, "partially imaged ivc filter overlying the lumbar spine."